Event description:
It was reported that during an angiogram of a dialysis graft, the device failed to deploy. The doctor was unable to unsheath the device. The system was removed and the procedure was completed using another device. It was reported that no introducer sheath was used during the procedure. A 180cm length guidewire was used; the path to the deployment site was 10cm. No injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.